Manufacturer narrative:
Analysis of the 9733856 found insufficient information. Analysis of the 9735585 found an import failure. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the image had missing slices and black bar between the images. The image was performed at site using siemens somatom scanner. The exam had black lines running through the images. Uncompressing the image did not resolve the issue. Medtronic representative reported that the site declined that they can change axiel image to helical image. Electronic picture archiving and communication systems (pacs) was able to transfer some scans taken by multiple scanner and one image from a second scanner came in without any issue. However, an image set taken from the same scanner with during the issue came in with multiple missing image. There was no patient present when the issue occurred.